Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Flush was given when the device was taken out from the dispenser hoop. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The defect was not identified at the time of preparation. The contrast agent was diluted 50 percent. The entire system was flushed with a saline-contrast mixture. A 1cc syringe was used to inflate the balloon in the body. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. The size of concomitantly used guidewire (gw) was 0.014. During use in the body, there was no operation that retracted the guidewire tip into the catheter. After the gw was inserted, the entire system was flushed, and saline-contrast mixture was confirmed not to flow. The device was not inflated over nominal pressure or excessive pressure used. The balloon was able to be successfully inflated/deflated during preparation. There was no resistance encountered during the guidewire insertion or during inserting the balloon through catheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿balloon difficult/unable to deflate during use¿.

Event description:
It was reported that during the flow diverter placement procedure for the coil compaction of the internal carotid (ic) anterior wall aneurysm procedure, the operator inflated the subject balloon inside patient's anatomy. However, when attempting to deflate the subject balloon, the contrast agent did not flow well, taking a considerable amount of time. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the flow diverter placement procedure for the coil compaction of the internal carotid (ic) anterior wall aneurysm procedure, the operator inflated the subject balloon inside patient's anatomy. However, when attempting to deflate the subject balloon, the contrast agent did not flow well, taking a considerable amount of time. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.